Manufacturer narrative:
Corrections in a2: age at time of event, date of birth and g1, contact office. Additional information in g6: type of report and h2: if follow-up, what type. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things. It was later reported that the patient was switched to an orthopak device.

Manufacturer narrative:
Corrections - b2: outcomes attributed to adverse event, b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g6: report type, h6: patient code, device code, impact code, component code additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: method, results, h10: additional narrative, h11 the sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with (B)(6). The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. The sflx xl coilette was tested and it operates as intended. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6) 2025; tf1061.c00 which does not require calibration. Test/inspections were completed by the quality department on (B)(6) 2024. The failure was not confirmed for the reported condition of "swelling in the arm just three hours after using the device.". The coil was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2022) to ((B)(6)2023) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things.

Manufacturer narrative:
UDI related data quality updates only: a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient is complaining of swelling of the arm in three hours. The patient stated that she had edema in her arm. She was having a lot of pain, her incisions are very red, and she is sensitive to things. It was later reported that the patient was switched to an orthopak device.